Manufacturer narrative:
During investigation of the sample, the ft3 values obtained by the customer was duplicated.

Manufacturer narrative:
A sample from the patient was provided for investigation. It was determined that the sample contains an interferent to the ft3 and ft4 reagents. This limitation is covered in product labeling. An interference to the streptavidin used in the ft3 and ft4 assays was not found.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Facility name - the full facility name was provided as "(B)(6)."

Event description:
The customer stated that they received erroneous results for 4 samples from the same patient tested for the elecsys tsh assay (tsh), elecsys ft3 (ft3), the elecsys ft4 ii assay (ft4), and elecsys t3 (t3) on a cobas 6000 e 601 module (e601). It was stated that erroneous results were reported outside of the laboratory. This medwatch will apply to ft3. Patient identifier (B)(6) for information related to tsh. Patient identifier (B)(6) for information related to ft4. Patient identifier (B)(6) for information related to t3. Refer to the attachment for all patient data. The customer stated that the patient's thyroid results did not correlate to results from a second laboratory. The patient had high ft3 and ft4 values since (B)(6) 2016 when tested with roche reagents. On (B)(6) 2017, the patient was referred to a second hospital and a new sample from the patient was tested on an abbott analyzer. Results from the abbott analyzer were within the reference range. The physician trusted the results from the roche analyzer, but wanted to confirm the results with another method. A different sample from the patient collected on (B)(6) 2017 was tested on both the e601 analyzer and a beckman analyzer. The roche results from the (B)(6) 2017 sample were erroneous when compared to results from the beckman analyzer. It was stated that one of the samples was diluted 1:2, 1:4, and 1:8 and then tested for tsh. Results from this testing did not suggest that there was any assay interference. The patient was not adversely affected. The serial number of the used e601 analyzer was asked for, but not provided.